Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11417. The pt has four leads (one pair is the same model/lot and another pair is the same model/lot). It was reported stimulation effectiveness has decreased over time and is no longer beneficial. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.